Event description:
The device was removed due to "cylinder erosion and migration", secondary to a "malfunction". The entire device was removed. 1/14/97-upon receipt of the physician/surgeons operative report, it stated... "Malfunction of co's inflatable penile prosthesis". Indications: "he has had significant problems with the device and had requested removal. The pump control mechanism is high up in the right hemiscrotum. He has had problems with his cylinder. I had offered to revise this device, but simply wanted it out and wanted to try other treatment modalities.".